Event description:
The caller reported experiencing multiple alarms, specifically alarm 2 and alarm 26, indicating recurrent occlusion events. The customer's blood glucose level exceeded 500 mg/dl, as their continuous glucose monitor read "high." To address the issue, the customer administered a correction injection using multiple daily injections (mdi), changed the infusion set and cartridge, and continued using insulin. There was no need for third-party assistance, and tandem technical support provided guidance, which the caller acknowledged. The case was resolved and closed by technical support.